Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead displayed v-v intervals, the impedance was unstable and during "provocation maneuvers" the impedance was variable. Additionally, the lead was possibly fractured. The pacing/sensing portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.